Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) EKG cable signals come on and off intermittently. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Communication/interviews: a getinge field service engineer (fse) contacted the customer on (B)(6) 2022 and learned service was pending a confirmation of failure from the customer. On 4/27/2022 the customer stated the system was fully functional and no service was needed. A request to cancel the service call from a health care professional took place via the phone on 4/27/2022. Service report reads equipment status / equipment functional cleared for customer use. Not returned to manufacturer.

Manufacturer narrative:
(Additional contact information : (B)(6)).

Event description:
N/a.